Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/12/2016 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump's electrical current draws were found to be within specification. The pump cover was removed and there was no evidence of moisture or loose components inside pump. The investigation was unable to duplicate the initial ¿temperature¿ complaint. (B)(4).